Manufacturer narrative:
MDR 1219913-2022-00158 was initially filed on 2022-05-25, and report 1219913-2022-00158 supplemental 1 was filed on 2022-06-21. Additional information, 2022-08-11: siemens has concluded the investigation. The customer reported observation of discordant, elevated atellica im high-sensitivity troponin I (tnih) results for two samples from one patient when using reagent lot 070. These results disagreed with lower repeat-testing results produced using another instrument and reagent lot. Both samples were returned to siemens for additional testing. The customer observation was reproduced, as siemens observed elevated results for the samples when tested using tnih reagent lot 070, but low/normal results when they were tested using kit lots 068 and 074. Following treatment with a heterophile-binding tube (hbt), these samples produced low/normal results when tested using reagent lot 070, indicating heterophilic antibody interference with this lot. Siemens performed a detailed review of raw materials used in tnih lots 066, 068, 070, and 074 and noted no differences. Other patient samples tested across these assay lots did not show differences in recovery. Some lot-to-lot variability is inherent in all immunoassay products. Siemens reviewed tnih median patient results from lots 064-070, and there are no significant difference in recovery between lots to indicate a systemic issue. It is concluded that this is an isolated issue observed with this particular patient. No product problem was identified. The customer is operational; no further investigation is required. Note: in section h6, the codes for type of investigation, investigation findings, and investigation conclusion have been updated.

Event description:
A customer reports observation of discordant, elevated results for one patient when using atellica im high-sensitivity troponin I (tnih). Elevated tnih results were obtained for this patient, and were considered inconsistent with clinical indications/history. Repeat testing using the same method, but a different reagent lot and instrument, produced consistently lower results. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih patient results.

Manufacturer narrative:
A customer from outside the united states reported observation of discordant, elevated atellica im high-sensitivity troponin I (tnih) results for one patient. Repeat testing using the same method and a different reagent lot and instrument (atellica im) produced consistently lower results. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Manufacturer narrative:
Initial MDR was submitted on 2022-05-25. Additional information received 2022-05-31 included additional observations of discordance for the patient of interest (tabulated in section b6). The customer also performed follow-up testing the day after the reported discordance event, for investigation purposes. These results were not produced for clinical/diagnostic use. Samples from this patient were re-tested using multiple tnih reagent lots for comparison. The additional results demonstrate the reproducibility of result elevation observed for this patient when tested using atellica im tnih reagent lot 070: assay: atellica im high-sensitivity troponin I (tnih), units pg/ml (ng/l) sample ID rgt. Lot result (B)(6), 070 , 142 ng/l. (B)(6), 070 , 150 ng/l. (B)(6), 070 , 111 ng/l .(B)(6), 070 , 133 ng/l .(B)(6), 070 , 123 ng/l .(B)(6), 072 , 18 ng/l. (B)(6), 068 , 18 ng/l .(B)(6), 068 , 19 ng/l. (B)(6), 072 , 18 ng/l . Siemens is attempting to obtain samples from the affected testing for in-house testing.